Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user tired several spots on the fill septum and continued to experience resistance. The user successfully filled a new cartridge using the same syringe/needle. There was no impact to the user's blood glucose level.